Manufacturer narrative:
Currently it is unk whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete to the best of our knowledge.

Event description:
The customer reported that when there is no tubing attached to it, and he presses on the plunger the seal does not close and insulin leaks through.